Event description:
It was reported the pt developed numbness in her legs after her scs system was implanted. A CT scan revealed a hematoma was present at the lead site. The physician evacuated the hematoma. The lead was later repositioned and the numbness subsided.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.